Event description:
It was reported that right hip revision surgery was performed due to groin weightbearing pain. Femoral stem remained implanted.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain. During revision surgery, the hemi head, modular sleeve, r3 liner and r3 shell were removed alongside the remaining stem. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to a report dated approximately 1 year before the revision, the right cup was nicely oriented. Two reports from the same time, indicated a high concentration of cobalt of 92.9 ¿g/l (reference: 0-1 ¿g/l) and of chromium of 53 ¿g/l (reference: 0-5 ¿g/l) with respect to the provided reference range. According to the provided revision report, the patient had groin weight-bearing pain, the cup was pre-operatively described as ¿in pretty significant opening or abducted¿. During the revision grayish stained synovial fluid and synovium, an osteolytic lesion in the pubis filled with black wear. As no x-rays were available, the reported descriptions of the implant position and the possible relation to the reported findings cannot be further investigated or understood. The reported intraoperative findings of stained synovium and osteolytic lesion and high metal ion concentrations may be related to metal wear or corrosion. However, without the devices to assess wear/corrosion or a histopathological analysis that provides further details, no conclusions can be drawn. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.